Event description:
Surgeon reports pt developed inflammation and an increased iop 5 days following implantation procedure. There was no improvement despite treatment (unspecified) and the lens was explanted 3 months later. The pt improved following iol removal and is reported to have recovered. The same model iol was implanted in the fellow eye with no problems reported.